Manufacturer narrative:
(B)(6) 2015, consumer claims that they have been using the device for four years. Consumer stated that the unit did not always register that a selection had been made when changing the modes. Consumer agreed to return product for eval.

Event description:
(B)(6) 2015: consumer claims his toothbrush melted in his hand.